Event description:
It was reported that during routine preventative maintenance for the pump, biomed discovered a broken actuator which could result in a freeflow situation. There was no resultant pt complication; pump was not being used on a pt.